Event description:
During the use of an infusion pump, a "no disposable attached, pump won't run" alarm went off. The pump became unable to recognize the cassette. No patient injury.

Manufacturer narrative:
One cadd cassette was returned for evaluation. No discrepancies were found upon visual inspection of the device. The cassette was successfully attached to a cadd pump without any alarms activated. The customer complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.